Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was late for her scheduled pump refill and came in past her refill due date. The patient told the hcp that she heard her pump beeping prior to the refill appointment for an unknown amount of time. She thought it was going off every hour. The hcp performed the pump refill with no issues, but the pump was still beeping every 10 minutes. The hcp requested that the reporter meet with the patient to see why the pump was still beeping. The patient also reported that she had an MRI a month ago, but did not tell her hcp, and the hcp also reported that the pump had an unexpected volume that was greater than the amount expected as the pump should have been empty on arrival as the empty pump alarm occurred on (B)(6) 2025 which was the day prior to the patient coming in for the refill. The patient had no signs or symptoms of withdrawal or overdose. The reporter met with the patient and interrogated the pump with technical services on the phone. Per technical services, the pump alarm needed to be silenced after the refill was performed because the low and empty reservoir alarms occurred. With the assistance of technical services, the pump alarm was silenced. The reporter also ran logs to ensure the patient did not have any other issues. It was noted that the patient had been able to use her ptm (personal therapy manager) without issues and there was a motor stall and recovery that occurred the same day on (B)(6) 2025 related to the MRI. The hcp was made aware and was asked to inform the reporter if there was another unexpected volume at the next refill as the cause of t he volume discrepancy remained unknown. The issues were considered resolved at the time of the report, and it was indicated that the hcp had no further information to provide at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 <(>&<)> h9 correction: the initial MDR should have included recall, notification, and the correction number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the motor stall was less than 2 hours. It was unknown what was the actual volume in the pump at the refill on 04-feb-2025.